Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead is scheduled for a revision due to high thresholds. Rv lead output was set to 5v, 1 ms. The patient is dependent. Should additional information become available this file will be updated.